Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, swelling/edema, and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of inflammation, swelling/edema, and redness as follows: undesirable effects. "The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported patient was injected to the dark circles with juvederm tm voluma tm with lidocaine as well as concomitant injection to the dark circles with juvederm tm volbella tm with lidocaine. Six months after injection patient developed inflammation, "swollen and edema." It was also noted the "product presented redness after time has passed." The patient was treated with "diluted hyaluronidase" to the area. Symptoms are ongoing.